Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is not well folded anymore and shows signs of inflation. Stent imprints are clearly visible on exposed balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent in the as returned condition was taped on the inner surface of the sterile pouch. The stent is slightly deformed over its entire length. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The stent has become detached from the balloon outside the patient.